Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, a wire broke on the maryland bipolar forceps instrument. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted. The surgeon believed that the cause of the breakage was due to frequent wire breakage and durability weakness. The instrument was in use for about 10 minutes prior to the breakage and the customer notice that the instrument's movements were not smooth due to the large myoma. The instrument did not collide with any other instruments, or other hard material during the surgical procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage noted to the cannula after the event occurred. A 2mm piece of a gray wire broke off and was attached to myoma, which was removed using suction. The customer visually confirmed that no fragments were left behind. No additional surgical procedure was required to remove the fragment. There were no postoperative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument will be returned; however, the retrieved fragment could not be found. There are no photographic images of the device, or a video recording of the procedure available for review. The patient¿s demographic information is not available for disclosure.